Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after sheath insertion, an angiogram image noted a dissection near the arteriotomy. The physician made the decision to cover the dissection with a secondary stent to secure the dissection. The procedure was completed successfully, and the patient woke up neuro-intact.